Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise.